Event description:
Medics were treating a pt (age and gender unknown) and a "status 51" message appeared on the unit's monitor screen. The medics obtained another unit MFR and continued another unit and continued treating the pt. There was no adverse effect on the pt.